Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed ostial lesion being treated was located in the tortuous mid right coronary artery (rca). The lesion was not predilated. The physician deployed a 3.50x16mm taxus express2 drug eluting stent. The stent was well apposed. Medication received included: heparin, aspirin and plavix were not prescribed. A few hours post the initial procedure, the pt presented with chest pain. Angiography identified stent thrombosis. The physician aspirated the thrombus with an unk catheter. Pt status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.